Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that while tracing for registration error 64 occurred. Rebooted system and issue was resolved. There was no patient impact reported and a delay of less than one hour.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 9735736, serial/lot #: (B)(6). H3 - evaluation of the returned software logs confirmed the event. Logs captured a segfault and a core file in the qmlguiservice on the issue date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.